Manufacturer narrative:
(B)(6). (B)(4).

Event description:
On the morning of (B)(6) 2017, the customer calibrated their ise tests on the cobas 6000 c (501) module - c501. At this time, there was a standby bottle of ise standard system reagent on board the analyzer. Quality controls were tested and everything was fine. The analyzer later switched to using the standby bottle of ise standard system reagent. An unspecified number of patient samples were tested during this time. On the next run of quality controls, the control recovery failed. The customer then went back to repeat the patient samples on another instrument and found many erroneous results. The customer then re-calibrated the ise tests on the c501 analyzer and repeated controls. Controls were acceptable. The customer then repeated the patient samples on the c501 and results were similar to the results obtained when run on the other instrument. The customer provided data for a total of 24 patient samples that were affected. All samples were tested for ise indirect na, k for gen.2 (sodium, potassium). Results from before and after the re-calibration performed on the c501 analyzer were provided. The erroneous patient values are highlighted in yellow. No adverse events were alleged to have occurred with the patients. The sodium and potassium electrode lot numbers and expiration dates were asked for, but not provided. Based on the provided patient data, a systematic difference of approximately 10 mmol/l could be seen for sodium and about a 0.4 mmol/l difference for potassium. The same difference can be seen for the ise standard system reagent in calibrations performed on the morning and afternoon of (B)(6) 2017. The information indicates a good performance of the ise unit itself and that the root cause is most likely due to an operator handling issue. The standards used for calibration on the morning of (B)(6) 2017 were likely more concentrated due to evaporation from being left open for too long.